Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results

Event description:
It was reported that the device was overheating at the user facility. There was no reported patient impact.

Event description:
It was reported that the device was overheating at the user facility. There was no reported patient impact.